Event description:
It was reported that the plastic flow controller of an infusor had come away from tubing. There was no patient involvement. No further information was provided for the event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample was performed. The tubing was found to be broken at the junction of the white distal luer. The cause of the broken tubing was determined to be from sharp force applied to the tubing/module joint.